Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer's blood glucose level was unknown. The customer reported that the alarm occurred during bolus. They stated that the drive support cap was normal. The customer was successfully able to clear the alarm and rewind the insulin pump. The insulin pump also passed the displacement test. The customer stated that the insulin pump was not exposed to magnetic field. The customer was assisted with fill tubing process and the insulin pump alarmed motor error. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.